Manufacturer narrative:
This is the same pt/event as MFR# 2249697-2011-01135. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon tried placing the inserts onto the tibial baseplate implant and could not get it to seat properly. He used the tibial insert impactor and one trial cracked and the other trial broke in half."